Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead recorded a lead safety switch (lss) for high out of range pacing impedance measurements. A red alert was noted as the pacing impedance values were greater than 2000 ohms and was an automatic switch to unipolar configuration. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that this right ventricular (rv) lead recorded a lead safety switch (lss) for high out of range pacing impedance measurements. A red alert was noted as the pacing impedance values were greater than 2000 ohms and was an automatic switch to unipolar configuration. No adverse patient effects were reported. This rv lead remains in service. Additional information was received that this pacemaker was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure.